Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, decreased pacing impedance were observed on the right atrial (ra) lead. Fluoroscopy was performed during revision procedure and no anomalies were noted. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.